Event description:
The hcp reported the pt developed an in fection, with symptoms including redness, swelling, drainage, and incision wound opening at the device pocket. Pt had debilitated status, a risk factor for delayed wound healing/infection. A culture of the device pocket was obtained which showed methacillin resistant staph aureus. The pt was treated wtih IV and oral antibiotics with total device system explant. The pt's infection is ongoing at this time.